Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported an oncology patient returned to their room from a test and fluid was leaking from a hole in the set. Stated the fluid was maintenance fluids. No patient harm or medical intervention required. Customer stated that no further patient or event information is available.